Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had been stable, then it dropped, and rebounded back up. There was also a high number of short interval counts (sic). Insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Elevated sic count - 45 v-sic/day over previous 21 days. Rv pace impedance steady at 500-530 ohms, varies for single impedance measurements down to 228 ohms (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and v-sics. Concomitant product: d284drg ICD, implanted: (B)(6) 2009. (B)(4).